Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred. Device not returned for evaluation.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyl1879 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported that when the catheter was introduced, the artery was taken, and by removing the catheter, the guidewire didn't progress to be withdraw. The catheter was inserted on (B)(6) 2015 in the left upper limb. The total introduced was 55 cm. The catheter was flushed with saline before use. The maintenance is performed in the following way: salinization each 6h by turbulence technique with 10ml syringe. During infusion it was observed resistance. The catheter is fixed with statlock that is replaced each 4 days.